Manufacturer narrative:
Updated device evaluation completed on october 05 , 2023: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 650cc breast implant. Leak testing was performed, according to mentor procedure, and it identified two (2) tears on the posterior view. Tear (a) and (b) were both found on posterior view, both measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tears (a) and (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction, deflation. H6 health effect - clinical code e2402: patient dissatisfaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 650cc saline prosthesis experienced right--sided silent rupture, dissatisfactions with implants and bilateral ptosis post operative. As a result, patient underwent bilateral replacements as follow: l/ CT: 3508004bc, sn: (B)(6), r/ cat: 3508004bc, sn: (B)(6) on (B)(6) 2023. Note: mentor received two deflated devices with the same lot numbers, therefore both will be investigated and reported. This report relates to the left side.